Event description:
Caller reported a cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to place the pump into storage mode prior to returning it and was sent a replacement pump under warranty. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted.